Event description:
It was reported that the patient with this right ventricular (rv) lead believed that lead may be loose. Boston scientific technical services (ts) referred the patient to clinic. This lead remains in service. No adverse patient effects were reported.